Event description:
It was reported that the procedure was to treat a de novo lesion in the right coronary artery (rca) with moderate calcification and moderate tortuosity. The ht bmw universal ii 190cm j guide wire (gw) was being used in the procedure; however, when attempting to load an a 3x15mm nc trek balloon dilatation catheter (bdc), friction was noted and the bdc became stuck with gw. Therefore, the gw and bdc had to be removed as a single unit. Another bmw gw was used to continue the procedure. There was no adverse patient effect and no clinically delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported complaints could not be determined. Possible factors that may contribute to the difficult advancing and removing the balloon dilatation catheter (bdc) from the guide wire causing resistance between the devices may include, but not limited to, manufacturing damage, device placement technique, buildup of procedural contaminants in the guide wire lumen, guiding catheter support, inner diameter of guide wire lumen, condition of the guide wire, or damage to the distal shaft of the catheter. In this case, a conclusive cause for the reported complaints could not be determined since the device or component were not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under separate medwatch report number.